Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Does the surgeon wait 15 seconds prior to firing device? Was the patient¿s hospital stay extended further than the surgeon¿s normal protocol? Were any staple form issues noted throughout the care of the patient? How much did the patient¿s hemoglobin drop? Was a transfusion required? What is the current patient status?

Event description:
It was reported that post-operative after a laparoscopic nephrectomy the patient became hypertensive. The patient had an angiogram and it indicated that the venous stump was oozing. The patient¿s hemoglobin had dropped. The patient stayed in the hospital for a second day under observation. The situation resolved itself. The patient¿s current condition is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? Does the surgeon wait 15 seconds prior to firing device? Was the patient¿s hospital stay extended further than the surgeon¿s normal protocol? Were any staple form issues noted throughout the care of the patient? How much did the patient¿s hemoglobin drop? Was a transfusion required? What is the current patient status?as for my nephrectomy your staplers do not seal the artery and there is no problem with technique or thick tissue as the renal arteries had no tissue around them. There is a problem with the 45mm automatic/manual staplers sealing an artery. The staplers were all fired after a waiting period of clamping the vessel and the vessels were transacted and then there was bleeding from the stump. That is the simplest way I can state the problem. What were the indications for surgery? Does the surgeon wait 15 seconds prior to firing device? Was the patient¿s hospital stay extended further than the surgeon¿s normal protocol? Were any staple form issues noted throughout the care of the patient? How much did the patient¿s hemoglobin drop? Was a transfusion required? What is the current patient status?